Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned and investigated at olympus medical systems corp. (Omsc). -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] [conclusion] the root cause of the reported phenomenon could not be identified. [Considering] it was checked the actual subject device in the following items, but the reported phenomenon, the error e216 occurrence could not duplicate and confirmed. However since it has been confirmed at the evaluation of olympus service operation repair center (sorc) that the error e216 was displayed when operating the angle of the bending of the subject device, the cause of the reported phenomenon may be due to about to break the image sensor unit cable inside the bending section or the image sensor may be damaged. [Checking items] -image confirmation: a normal image was displayed when the system was connected. There was no change in the image due to tilting to the video connector, video cable, universal cord, or angle operation. * it has been confirmed that the error e216 had been displayed at sorc evaluation when operating the angle. -image confirmation by energizing for about 1 hour: normal image was displayed and there was no abnormality. -image confirmation by heating the video connector part: normal image was displayed and there was no abnormality. -image confirmation by heating the distal end. Normal image was displayed and there was no abnormality. -condition of electrical contacts of the video connector part: there was no obvious wiping residue. -leakage test: no abnormality. -insulation test of the insertion part: no abnormality. -condition of the insertion part: there was a rubbing mark on the bending rubber. There was a chip in the was rubber adhesive fixing part. The cause of the image sensor unit cable inside the bending section was about to break or the image sensor was damaged was that stress was applied from the outside, such as inserting and removing the insertion part diagonally from the state of the insertion part to the trocar. It was possible that the arrangement was temporarily disturbed, and an unexpected load was applied to the cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon, the error e216. Furthermore, it was found that that the image of the subject device was disappeared and the error e216 displayed, when the subject device was angulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus service operation repair center (sorc), the error e216 which indicates there was the communication problem between the subject device and the video processor was displayed. The subject device had been returned from the user because there was the failure on the subject device image. The occurrence date of the event is unknown. There was no patient injury associated with this report.